Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the pump was powered up to a hard ¿cs69¿ alarm. The pump was unable to recover from the cs69 alarm after rebooting the pump. The error is resident to flash chip u39. Unrelated to the original complaint the battery compartment was found to be cracked.